Manufacturer narrative:
The investigation has determined that one vitros k slide cartridge was mis-identified in the reagent supply of a vitros 250 analyzer. The assignable cause of this event is user error while manually loading a vitros slide cartridge. The customer confirmed the operator had incorrectly identified a vitros k cartridge as a vitros sodium (na) cartridge on the instrument. There was no evidence that the vitros 250 chemistry system malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because of a vitros potassium (k) slide cartridge that was mis-identified in the reagent supply of a vitros 250 chemistry system. The event meets potential health and safety criteria because a vitros slide cartridge was mis-identified as a different assay and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. No discrepant results were obtained as the analyzer posted condition codes. There was no allegation of patient harm as a result of this event. This report corresponds to (B)(4).